Event description:
It was reported that a pump alarmed no disposable. The pump will not run for twenty minutes just before normal time for cassette change. The patient mixed a new cassette, attached the cassette to a second pump, and the pump started beeping immediately then gave a no disposable pump wont run alarm. The alarm was unresolved with troubleshooting. The patient mixed a new cassette and reported the pump started beeping as soon as the cassette was attached and the self-test was completed. The patient mixed a third cassette from a different lot and the same beeping started from a pump after the self-test. The patient changed the cassette back to the original pump she was using and verified there was no alarm when the pump was running. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.